Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR reports: 3010617000-2015-00498 for autopulse li-ion battery with sn (B)(4); 3010617000-2015-00499 or autopulse li-ion battery with sn (B)(4).

Event description:
An initial call came in on (B)(6) 2015 for a male patient weighing under 300 lbs. The autopulse platform operated normally for approximately 10 seconds, then the screen went blank and the machine shut off. The batteries were exchanged and the customer restarted the device. The autopulse operated normally until the patient was transported to the hospital, approximately 10 minutes after the batteries were switched. At this time, the battery charge status on the user control panel went from full to empty and the machine turned off again. Manual CPR (exact length of time not provided) was performed during transport. After arriving at the opr, both batteries were removed from the autopulse. The customer then checked the status check button and both batteries indicated that they were fully charged. No user advisory codes ever appeared on the autopulse during the call. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (11446) was returned to the manufacturer on 08/28/2015. Investigation results for the returned platform as follows: visual inspection was performed and found that the top cover and patient head restraint were cracked. The battery partition cover was also observed to be missing. The physical damages found during visual inspection are unrelated to the customer's reported complaint of the platform stopping compressions. A review of the platform's archive was performed and the customer's reported complaint of the autopulse platform stopping compressions was confirmed as multiple user advisories (uas) such as 45 (not at "home" position after power-on/restart), 44 (battery voltage too low during compression), 17 (max motor on time exceeded during active operation), 18 (max take-up revolutions exceeded) and 12 (lifeband not present) messages were observed on the reported event date of (B)(6) 2015. Warning 1-low battery warning messages were also observed on the reported event date when the platform was in use with both li-ion batteries (s/n's) (B)(4). A review of the autopulse platform's archive data was performed to assess the customer's battery management practices. Review of the archive shows that batteries with serial numbers (sn's) (B)(4) were not fully charged at the time of use. The archive data shows that a user advisory (ua) 17 (max motor on time exceeded during active operation) message occurred with li-ion battery, sn (B)(4). Per the autopulse maintenance guide (p/n 11653-001), ua 17 is an indication that the lifeband is twisted or that the battery voltage is low. In addition, the archive shows that a ua 44 (battery voltage too low during compression (replace battery)) message occurred with li-ion battery, sn (B)(4). Per the autopulse maintenance guide, ua 44 is an indication that the battery is uncharged or faulty. A warning 1-"low battery" message is intended to warn the user that the battery's charge has fallen too low and that the battery should be replaced. Since both of the batteries were not fully charged, it would likely trigger these user advisories and cause the reported complaint of the platform giving compressions for a short period of time and then stopping. Both of these batteries were not returned for evaluation. The reported complaint was not duplicated during functional testing of the returned platform. A run-in test was performed using a 95% patient test fixture with two different li-ion batteries for 30 minutes and no faults were found. Based on the investigation, the parts identified for replacement are the top cover, patient restraint assembly and battery partition cover. In summary, the customer's reported complaint that the autopulse stopped compressions was confirmed. Review of the platform's archive data found several user advisory messages such as 45, 44, 18, 17, 12 and "low battery" warnings on the reported event date. A ua 17 can occur due to a twisted lifeband or a low voltage battery. Per the autopulse maintenance guide, ua 44 is an indication that the battery is uncharged or faulty. It should be noted that no batteries were returned for evaluation. Per autopulse® maintenance guide (p/n 11653-001), ua18 is exhibited when the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. Ua45 is most commonly exhibited when the lifeband straps are not fully extended before pressing start. Per the autopulse maintenance guide (p/n: 11653-001), user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The physical damage found during visual inspection is unrelated to the reported complaint. These types of damages can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing criteria.